Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained using a contralateral approach. The 95% stenosed target lesion was located in a moderately tortuous, severely calcified right popliteal artery. The 6.0 x 60/135 (4f) sterling balloon catheter was selected for use and advanced to the target lesion. During the first inflation, the balloon ruptured at 10 atm. The balloon was removed intact. The procedure was not completed due to another reason. No patient complication were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).